Manufacturer narrative:
(B)(4) - correction: investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date:test strips- 9/24/2012,meter- 9/14/2012.

Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging that her child's onetouch verioiq meter was displaying an error 4 message. The reporter had already contacted lfs on (B)(6) 2012, to report the same alleged issue with the same subject meter and the report was submitted on (B)(6) 2012, with MFR report# 3008382007-2012-02309. The subject meter allegedly involved with this complaint had already been returned to lfs on (B)(4) 2012, and evaluated by product analysis on (B)(4) 2012, with the following findings: the meter passed all testing with no faults found, the primary complaint was not confirmed, the meter was found to function properly. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions and to verify the serial number of the meter that is being reported on (B)(6) 2012. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2012, at 12pm. Three hours prior to the start of the reported meter issue, the patient was experiencing frequent urination. The patient's blood glucose reading prior to and/or at the onset of his symptom is not known and it is not clear what action the patient took in response to his previous blood glucose readings. The patient denied receiving any form of treatment after the alleged issue began. At the time of troubleshooting the patient did not have their test strips available. The csr confirmed the patient was using the proper testing technique and the test strip completely drew in the patient's blood sample; however, the alleged issue remains unresolved. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to the serious injury. The patient's symptom started before the reported issue first occurred. There was also no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred.

Manufacturer narrative:
Test strip lot #: not provided. The meter (serial number: (B)(4)) involved with this complaint has been returned on (B)(4) 2012, and evaluated by product analysis (pa) on (B)(4) 2012, with the following findings: the meter passed testing with no faults were found. The meter was found to work properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.